Event description:
Related manufacturer reference number: 2017865-2023-36897. It was reported that the patient presented for a scheduled implant procedure. During the procedure, the right atrial lead exhibited high capture threshold and intermittent loss of capture. While implanting the atrial lead the physician had difficulty extending the helix and noted outer insulation billowing. The patient went asystole and compressions were started. A temporary right ventricular (rv) lead was placed but failed to capture and the patient was still asystole. The patient was then stabilized via extracorporeal membrane oxygenation (ECMO). The rv lead was removed, and a temporary pacing wire was implanted. Ultimately the atrial lead was explanted, and a new pacemaker system was successfully implanted. The patient condition was stable.